Manufacturer narrative:
A patient underwent a revision surgery on (B)(6) 2021 but no other information is known at this time. If more information is obtained, a supplement report will be made.

Event description:
It was reported by a sales representative that a patient underwent a revision surgery to remove eleos distal femur components and place eleos total femur components. There is no information available currently regarding the reason for the revision. No further information has been reported at this point by the complainant. If further information is obtained, a supplemental report will be submitted.